Manufacturer narrative:
Date of event was reported as an estimate. Date of event was reported as an estimate.

Event description:
It was reported that chest pain, pericardial effusion, and endocarditis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device & delivery system (wds) was implanted with one partial recapture. After the procedure, the patient experienced severe chest pain. A transthoracic echo revealed a slight pericardial effusion and a pericardiocentesis was performed the following morning. The drained serous fluid had a tinge of pink. The patient was discharged and a few weeks later presented with similar chest pain that revealed more fluid around the heart. A pericardial window was performed and the patient stabilized and recovered.